Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire at the 8mm monopolar curved scissors (mcs) instrument jaws broke. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.